Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by bd sales representative, during the observations it was more difficult to assess the vessels that were deeper in the tissue, up to 2 cm they were clearly defined however did note some poorer quality images with vein deeper > than 2cm. It was possible to see needle movement and direction but the tip was not clear.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by bd sales representative, during the observations it was more difficult to assess the vessels that were deeper in the tissue, up to 2 cm they were clearly defined however did note some poorer quality images with vein deeper > than 2cm. It was possible to see needle movement and direction but the tip was not clear.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the images are not clear was unconfirmed. There were no deficiencies found. There is no root cause as the issue could not be reproduced.

Event description:
It was reported by bd sales representative, during the observations it was more difficult to assess the vessels that were deeper in the tissue, up to 2 cm they were clearly defined however did note some poorer quality images with vein deeper than 2cm. It was possible to see needle movement and direction but the tip was not clear.